Event description:
It was reported that the sheath was broken or fractured. A 6 fr x 11cm .035 super sheath introducer sheath was selected for use. During the procedure, it was noted that the sheath was broken or fractured. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Media inspection by MFR: the device was not returned. However, a photo was provided from the healthcare facility. A review of the provided photo was unable to confirm which part of the sheath product was damaged. The photo looked blurry.

Event description:
It was reported that the sheath was broken or fractured. A 6 fr x 11cm .035 super sheath introducer sheath was selected for use. During the procedure, it was noted that the sheath was broken or fractured. The procedure was completed using an alternate device. No patient complications were reported.